Manufacturer narrative:
The device has not yet been made available for evaluation. Should the device become available or further information be received, a follow-up report will then be issued.

Event description:
Alleges driving down a ramp at a store and tried to maneuver around an obstacle at the end of the ramp and flipped the scooter.

Event description:
Alleges driving down a ramp at a store and tried to maneuver around an obstacle at the end of the ramp and flipped the scooter.

Manufacturer narrative:
The provider evaluated and repaired the device in the field. The provider disposed of the old parts after the repair.